Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again, which they acknowledged and understood.